Event description:
It was reported that NRG Transseptal Needle was selected for use. During the procedure, the energization sound was noted; however, it was unable to perform puncture. The procedure was completed successfully by using different device, same model. No patient complication was reported.It was further confirmed that needle was not manually reshaped prior to the procedure. There was no resistance encountered while advancing the needle through the sheath and dilator. The energization sound was noted however; the needle did not cross. Generator was not involved in this issue therefore no displayed error occurred. The problem was resolved by replacing the needle. There were no issues noted with patient anatomy.It was further confirmed that the energization sound was noted; however, the needle did not cross.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field Describe event or problem (B5), in Section B - Adverse Event or Product Problem.

Event description:
IT WAS REPORTED THAT NRG TRANSSEPTAL NEEDLE WAS SELECTED FOR USE. DURING THE PROCEDURE, THE ENERGIZATION SOUND WAS NOTED; HOWEVER, IT WAS UNABLE TO PERFORM PUNCTURE. THE PROCEDURE WAS COMPLETED SUCCESSFULLY BY USING DIFFERENT DEVICE, SAME MODEL. NO PATIENT COMPLICATION WAS REPORTED.